Event description:
Boston scientific crm received information that the patient with this device had been feeling a sting in her breast with numbness and soreness around the device. These symptoms started a year ago with tingling and had increased to a painful sting. The device was confirmed to be functioning appropriately at the last check-up. The patient had a chest x-ray and was told that the lead was loose, however there was no concern. No adverse patient effects have been reported.information was later received that this device was explanted due to normal battery depletion.

Manufacturer narrative:
A boston scientific crm sales representative was contacted for additional information, but was unable to provide additional details. This device and leads remain implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.this device was explanted and returned. Pending the completion of lab analysis, this section will be updated appropriately.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.